Manufacturer narrative:
Sc-1160 (B)(4).device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having discomfort at the ipg site while charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having discomfort at the ipg site while charging. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.